Manufacturer narrative:
The customer supplied the following additional patient results (B)(6). The customer supplied further results recorded here. Controls continued to remain within specifications. No suspect results were reported from the lab. A product evaluation was performed. An abbott field service engineer (fse) visited the customer site and cleaned and reinstalled valve no. 5. Subsequent instrument operations were acceptable. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The cell-dyn 3200 system operators manual contains information to address the current customer issue. Based on the results of the current investigation and information from the customer site, it was determined that a product deficiency did not exist. The analyzer is currently performing within specifications.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports lower than expected results for approximately ten patient samples tested on the cell-dyn 3200 cs 110 analyzer. White blood cell counts (wbc), hemoglobin, red blood cell counts (rbc) and platelet parameters are most affected. The customer only provided one example: wbc initial results of 0.9 k/ul (no retest result provided); hemoglobin initial results of 2.4 and 1.7 g/dl that retested at 15.3 g/dl; rbc initial results of 0.66, 0.55 and 0.159 m/ul that retested at 5.09 m/ul; and, platelet initial results of 48 k/ul that retested at 280 k/ul. The results were generated in the open mode of operation and no suspect results were reported from the lab. Controls have remained within specifications. The customer has been retesting the samples with the initial low results until normal results were generated. A service call was initiated.